Event description:
Patient reports she had an issue with one of the spikes. The cap was missing on the side and some of the medication shot out before the patient realized it. She had another spike to use and was able to continue to fill her cartridge. She did not keep the spike or packaging. Unknown lot/ expiration did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? No; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.